Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a defective slides. The field service engineer replaced the bad slides to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer 3 both rails need replacement. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.